Manufacturer narrative:
There is seen to be a greater than normal tissue reflectivity on the anterior capsule. Unknown patient condition could lead to a capsular tear. System functioned as design. No further clinical follow-up required.

Event description:
On 04/10/2025, doctor (B)(6) -(B)(4) reported to cas that they experienced an anterior radial tear during procedure ID # (B)(6).